Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01420.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac veins using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) , and a penumbra engine (engine). During the procedure, while aspirating the clot in the vessel, the lightning unit started producing audible clicking sound with no visible movement of fluid in the aspiration tubing. The physician removed the cat12 and flushed it. The lightning tubing was also disconnected from the cat12 and submerged in saline with the lightning switch turned on to clear it. Next, the physician occluded the tip with his finger in attempt to stop the audible clicking sound, but it did not stop. A three way stop cock was then used to clear the tubing; however, the audible clicking sound continued. Subsequently, the physician powered down the engine, disconnected and reconnected the lightning tubing and power cord to reset the lightning. After this process, the lightning began to work normally. However, the same issue occurred two more times approximately within a twenty minutes period. The physician therefore, decided to not use the lightning and cat12 for the remainder of the procedure. The procedure was completed using a rotational thrombectomy system and a balloon assisted aspiration. There was no report of an adverse effect to the patient.